Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the obstructed flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. E1 initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a connector tego¿ that reportedly generated an increase in venous resistance upon connection of the patient to the dialysis machine in the renal unit of the facility. The unspecified catheter was tested and it was found to be permeable, the silicone of the device was observed to be obstructing the device¿s hole. During the original connection, the device presented a return without complications. After the complaint/issue, the tego connector was changed. There was no blood loss or harm to the patient.